Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels, cause was unknown. On the following day, the customer was hospitalized due to bg of 750mg/dl and ketoacidosis. The customer was treated with intravenous insulin and saline, and was discharged on (B)(6) 2020 with no known permanent damage. Reportedly, air bubbles were observed in the tubing, and subsequently, an occlusion alarm occurred. During troubleshooting with tandem technical support the tubing was primed to resolve the air bubbles. The customer changed the pump supplies to resolve the occlusion and continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was hospitalized due to blood glucose (bg) of 750mg/dl and ketoacidosis. The customer was treated with intravenous insulin and saline, and was discharged on (B)(6) 2020 with no known permanent damage. Reportedly, air bubbles were observed in the tubing, and subsequently, an occlusion alarm occurred. During troubleshooting with tandem technical support the tubing was primed to resolve the air bubbles. The customer changed the pump supplies to resolve the occlusion and continued to use the pump for insulin therapy.